Manufacturer narrative:
(B)(4). Date sent: 02/24/2023. D4: batch # 602a00. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with 7 drivers up and the swing tab was noted to be broken, making the reload nonfunctional. No functional test was performed due to the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. It is possible that the damage on the swing tab was due to the reload was not properly loaded into the device, causing the damage to the swing tab and not allowing the device to fire. It should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 602a00, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy, after fired, noted the staples malformed. Used suture to over sew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # 625a93. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.